Event description:
Additional information was received from the cec that the neurological symptoms 4 days post procedure that were not diagnosed have been classified as a cva, major, ipsilateral,ischemic/embolic. One week after discharge from the index procedure, the patient was hospitalized with headaches and right arm weakness and numbness that began four days prior. Physical exam showed 5-/5 strength in the right upper extremity, with slight right upper extremity drift and fixation. Otherwise, strength was full in the left upper extremity and lower extremities bilaterally. Sensation to light touch was reduced over the right arm. The impression noted on the neurology consultation report was likely a subcortical infarct in the left hemisphere. The nih stroke scale score was 3 due to the right arm drift and mild/moderate sensory loss. A CT of the brain without contrast showed no intracranial bleed or acute abnormality. Stable old bilateral infarcts in the left basal ganglia and right centrum semiovale were noted. They were unchanged compared to a study performed in 2006. A CT angiogram of the head and neck (exact date unknown) showed patent vessels, 45-55% right ica stenosis, and 50% stenosis of the left ica with a stent, according to the discharge summary. The patient refused a MRI. The discharge summary noted the weakness improved but the numbness persisted. On the following day, the nih stroke scale score was 1 due to mild/moderate sensory loss. The site reported full recovery with no residual deficits in >24 hours. This event was reported as "other". No treatment was performed and the patient was discharged on the following day on asa and clopidogrel. Approximately 1 week later, the patient was hospitalized with right upper extremity weakness and numbness, confusion and aphasia. A CT of the brain without contrast revealed a tiny lacune in the left parietal white matter that appeared new compared to a study performed on one week earlier.

Manufacturer narrative:
The email received from the sapphire study indicated that eight days post index procedure, the patient had gradual onset of right sided weakness, right sided numbness, and headaches. One week later, the patient was diagnosed with a cva. During the index procedure, pta was performed on a 90% occluded lesion in the proximal left internal carotid artery of 25 mm in length in a 6.0 mm vessel diameter with mild vessel tortuousity. The arch ii lesion was also eccentric. A 6 mm medium support angioguard was successfully deployed, the lesion was pre-dilated and an 8x40 mm precise pro rx stent was successfully deployed for treatment of the target lesion. The residual diameter stenosis measured 40%. The angioguard was successfully removed and there was no debris found in the basket upon retrieval. The patient was neurologically intact upon leaving the angio suite and was discharged without any major adverse events on the same day. Following the first adverse event, a definitive diagnosis was not provided and the patient reportedly had a full recovery. The symptoms completely resolved and the patient remained stable. CT of the brain was negative. Patient refused MRI reporting claustrophobia despite option of ativan as a sedative. A recommendation was made to obtain an outpatient MRI and carotid ultrasound and a prescription was given. The patient agreed to follow through. Neurology was consulted. The patient had already been taking aspirin, a statin and plavix. Oral plavix (75 mg) was continued and oral aspirin was increased from 81 mg daily to 325 mg daily. The patient's discharge medications included oral aspirin 81 mg daily and plavix 75 mg daily. His statin was increased to meet lipid goal. He remained stable and was discharged home without symptom or residual. One week later, the patient had a cva. He had "waxing and waning of neurologic symptoms: right hand numbness, clumsiness and weakness upon hospital presentation." The subject received a cat scan in the emergency room which confirmed tiny lacunar infarcts in the left parietal white matter. The patient had residuals of mild aphasia. The patients medical history includes severe pulmonary disease, hyperlipidemia, CABG, diabetes mellitus, coronary artery disease and hypertension with high risk criteria including severe pulmonary disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15482139 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
There was no mass or hemorrhage. A carotid ultrasound on the following day showed no hemodynamically significant stenosis in the left internal carotid system. The nih stroke scale score was 3 due to right arm drift, right arm ataxia, and mild/moderate sensory loss. On the following day at 10:50 the nih stroke scale score was 5 due to right arm drift, right arm ataxia, mild/moderate sensory loss, and dysarthria. At 11:00 on the same day, the nih stroke scale score was 2 due to mild/moderate sensory loss and mild/moderate aphasia. A CT angiogram without contrast the following day showed no new findings. An MRI (exact date unknown) showed small subacute strokes in the left parietal region. On the following day, the nih stroke scale was 0. The site reported partial recovery with minor residual deficits. This event was reported as a stroke (intracerebral/subarachnoid hemorrhage). The patient started short-term anticoagulation with enoxaparin. He was discharged on five days after the admission. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The email received from the (B)(6) study indicated that eight days post index procedure the patient had gradual onset of right sided weakness, right sided numbness, and headaches. One week later, the patient was diagnosed with a cva. During the index procedure, pta was performed on a 90% occluded lesion in the proximal left internal carotid artery of 25mm in length in a 6.0mm vessel diameter with mild vessel tortuousity. The arch ii lesion was also eccentric. A 6mm medium support angioguard was successfully deployed, the lesion was pre-dilated and an 8x40mm precise pro rx stent was successfully deployed for treatment of the target lesion. The residual diameter stenosis measured 40%. The angioguard was successfully removed and there was no debris found in the basket upon retrieval. The patient was neurologically intact upon leaving the angio suite and was discharged without any major adverse events on the same day. Following the first adverse event, a definitive diagnosis was not provided and the patient reportedly had a full recovery. The symptoms completely resolved and the patient remained stable. CT of the brain was negative. Patient refused MRI reporting claustrophobia despite option of ativan as a sedative. A recommendation was made to obtain an outpatient MRI and carotid ultrasound and a prescription was given. The patient agreed to follow through. Neurology was consulted. The patient had already been taking aspirin, a statin and plavix. Oral plavix (75mg) was continued and oral aspirin was increased from 81mg daily to 325mg daily. The patient's discharge medications included oral aspirin 81mg daily and plavix 75mg daily. His statin was increased to meet lipid goal. He remained stable and was discharged home without symptom or residual. One week later, the patient had a cva. He had 'waxing and waning of neurologic symptoms: right hand numbness, clumsiness and weakness upon hospital presentation. The subject received a cat scan in the emergency room which confirmed tiny lacunar infarcts in the left parietal white matter. The patient had residuals of mild aphasia. The patients medical history includes severe pulmonary disease, hyperlipidemia, CABG, diabetes mellitus, coronary artery disease and hypertension with high risk criteria including severe pulmonary disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15482139 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The subject received a cat scan in the emergency room which confirmed tiny lacunar infarcts in the left parietal white matter. A stroke protocol cta and MRI was also performed. Heparin drip (low dose) was transitioned to subcutaneous lovenox injections. The patient/family was educated in self injection for continued therapy for 1 month at home. Patient was also asked to continue with oral plavix 75mg daily. Follow up with primary care physician and a neurologist in 2 weeks after discharge. Rehabilitative services also treated the subject while admitted and recommendations were made. The patient had residuals of mild aphasia. Concomitant medications: bivalrudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 601801rmc, lot number 70311649 this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The email received for the (B)(4) study indicated that eight days post index procedure the patient had gradual onset of right sided weakness, right sided numbness, and headaches. One week later, the patient had a cva. During the index, pta was performed on a 90% occluded lesion in the proximal left internal carotid artery of 25mm in length in a 6.0mm vessel diameter with mild vessel tortousity. The arch ii lesion was also eccentric. A 6mm medium support angioguard was successfully deployed, the lesion was pre-dilated an 8x40mm precise pro rx stent was successfully deployed for treatment of the target lesion. The residual diameter stenosis measured 40%. The angioguard was successfully removed and there was no debris found in the basket upon retrieval. The patient was neurologically intact upon leaving the angio suite and was discharged without any major adverse events on the same day. Following the first adverse event, a definitive diagnosis was not provided and the patient reportedly had a full recovery. The symptoms completely resolved and the patient remained stable. CT brain was negative. Pt refused MRI reporting claustrophobia despite option of ativan as a sedative. A recommendation was made to obtain an outpatient MRI and carotid ultrasound and a prescription was given. The patient agreed to follow through. Neurology was consulted. The patient had already been taking aspirin, a statin and plavix. Oral plavix (75mg) was continued and oral aspirin was increased from 81mg daily to 325mg daily. The patient's discharge medications included oral aspirin 81mg daily and plavix 75mg daily. His statin was increased to meet lipid goal. He remained stable and was discharged home without symptom or residual. One week later, the patient had a cva. He had waxing and waning of neurologic symptoms: right hand numbness, clumsiness and weakness upon hospital presentation.